Event description:
During a scheduled annual inspection, physio-control found that the device had no defibrillation energy output. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the high energy transfer relay assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed high energy transfer relay assembly was further evaluated at the failure analysis center and the cause of the issue determined to be open contacts.